Event description:
During placement of a vaxcel pasv PICC device, the tabs on the peel-away sheath broke off. The sheath was lodged in the pt's arm and was unable to be removed. A vascular surgeon was brought in to facilitate the removal with a 6" scalpel incision. Another sheath was used on the pt's opposite arm to place the PICC. The pt has stitches which closed the incision. The used sheath has been disposed of by the hosp.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. A review of the glens falls complaint report for may 2008 does not indicate any adverse trends for the reported failure mode on PICC sheaths. Although, the used device was disposed of by the end user and no device eval will be possible, a scar was sent to out sheath provider, enpath. A follow-up medwatch will be submitted with the results of our supplier's investigation.